Event description:
Report received from (B)(6) stating that "the bearing parts came off of the device". This device was not used in surgery. It is unk if there was any user or pt injury. No add'l info is available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition was confirmed. It was found that the bearings were damaged by corrosion. In addition, it was also found that the nose tube assembly was coming apart. If add' info is received, a supplemental MDR will be sent.